Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
It was reported that the patient was presented at office with hip pain approx. 4 years post tha. Labs showed as elevated. X-rays showed a lucent line behind acetabular cup. Aspiration was negative but pain persisted. Patient was scheduled and brought to the or with suspected aseptic loosening of acetabular shell. Gross puss was found when the joint was opened and all components were removed. All components were well fixed and well functioning and no allegation was made against any component, they were removed for infection. No delay nor patient harm was noted. The patient was treated in a one stage dual setup revision hip arthroplasty with placement of resorbable antibiotic beads following an extensive irrigation and debridement (I&d). Unknown surgical delay. Doi: on (B)(6) 2020. Dor: on (B)(6) 2024. Affected side: right hip.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.